Manufacturer narrative:
The field service engineer checked the analyzer. Ise checks were performed and these were very stable. The probe was slightly out of adjustment, but was clear of all nozzles. Nozzles were removed and cleaned. The dilution cup, covers, and areas surrounding the dilution cup were cleaned as they were contaminated with serum. Tubing and a diluent nozzles were replaced. Valves were checked, nozzles were adjusted, and the system was primed. Calibration and controls were run and these were good. Samples tested prior to the issue were run on both ise channels of the analyzer and there was good result comparison. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received analyzer alarms affecting controls and an unspecified number of patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. Data was provided for three patient samples and of these, two had discrepant na results. No incorrect results were reported outside of the laboratory. The first sample initially resulted with an na value of 145.6 mmol/l. The sample was repeated twice, resulting with values of 158.4 mmol/l and 140.6 mmol/l. The second sample initially resulted with an na value of 152.3 mmol/l, which repeated as 144.6 mmol/l.